Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two unspecified mentor gel implants. Post-operatively, the patient suffered bilateral breast capsular contractures (baker grades unknown). As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2024. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On may 9, 2024, mentor received additional information indicating the following information: patient's date of birth, correct date of explantation and replacement devices. The dates have been populated. The patient's implants were replaced with the following devices: (left) 650cc mentor memorygel breast implant catalog: 3506501bc lot: 7580892 sn: (B)(6) and (right) 800cc mentor memorygel breast implant catalog: 3508001bc lot: 7585145 sn: (B)(6).